Manufacturer narrative:
H3, h6: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined as the logs were not received. Codes b17, c19, d15 are applicable to this analysis medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that while using the medtronic udg during posterior screw placement it was noted that the udg looked to be inaccurate showing more cephalic verse what was being visualized in confirming with the imaging system. The surgeon workflow was using a perc pin, they completed the imaging system spin after placement of a non-mdt cage unknown implant type and after decompression was completed. Udg was then used to navigate to the pedicle in area of interest, then surgeon would drill with 3.0mm bit provided in the udg tray, place a guide wire, then follow the guide wire with a screw (non-mdt screw system). The surgeon would bring in an imaging system to confirm placement of the guidewire. The guidewire was showing correct placement in images but as noted with udg in field of view on the navigation system it was about 2mm cephalic to actual. Surgeon noted the inaccuracy before the first screw placement after placing the guidewire and taking an image to confirm. Inaccuracy matric for the udg was less than 2mm per the navigation system and verification was completed multiple times to confirm the instrument was in proper condition before and during the case. Universal drill guide, non-mdt screw driver unknown exact system, non-mdt cage implant and screws unknown type. Non-mdt products were referenced due to using their screws and implants.

Manufacturer narrative:
B5 additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735740, version: 2.1.0. No products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that during a transforaminal lumbar interbody fusion (tlif) procedure, navigation with the system was aborted due to the surgeon being dissatisfied with accuracy of udg tracking. The clinical consultant (cc) reported that images were taken with an imaging system and then transferred to navigation system. The chickenfoot tool was used to confirm accuracy of tracking. No movement of patient or patient tracker was reported. The first spin produced unavailable images. Second spin was usable until surgeon decided to abort navigation with this system after placing two screws. Surgeon did not trust that the projection coming from udg was accurate, and decided not to continue navigation with the system. Udg was used to place guide wire for screws. Cc confirmed that udg had been verified twice and instrument category and tip of instruments were determined correctly, or in the case of globus, as accurately as possible. Surgical team replaced navigation system and imaging system with a non-medtronic device and continued with case. There was a less than one hour surgical delay. There was no impact on patient outcome.

Manufacturer narrative:
H2-3) a manufacturer representative (rep) went to the site to test the navigation system. No hardware parts were replaced and the system performed as intended. Codes: b01, c19, d14 h2) please see section b5 for the additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The inaccuracy amount was greater than 2 millimeters and udg stand for universal drill guide.